Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 832 mg/dl. Troubleshooting was performed. The programming in the insulin pump was correct. The alarm history revealed several no delivery alarms. Ran a fixed prime and high pressure tests and passed. No further information was provided.